Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance on (B)(6) 2018 with blood glucose in the 40 mg/dl range at the time of the incident. The customer lost consciousness during the event. He was treated with juice and food. The customer was wearing the insulin pump during the incident. Troubleshooting not declined on the insulin pump. The customer stated that they did not have sensors to use and prevent the hypoglycemia. The insulin pump will not be returned for analysis.